Manufacturer narrative:
Customer returned meter serial number k-e241-61611. Returned meter performed in accordance with manufacturer's instructions for use. Customer's complaint of high readings was not duplicated during testing. The freestyle blood glucose reading reported by the customer was found in the meter internal log.

Event description:
Her mother lost consciousness when her blood glucose was lower than what her freestyle meter displayed. Customer was reported to be in a state of comatose and the paramedics were called, who then treated the customer with a glucose i.v. At her home. A erading of 219 mg/dl was obtained on the freestyle meter and compared to the paramics meter reading of 369 mg/dl. It is unclear when these readings were obtained in relation to this reported event. However, it is noted that the customer did not wash her hands prior to testing.